Event description:
Debris found in multiple milford basic packs. Manufacturer response for multiple surgical packs, multiple surgical packs (per site reporter). All affected product removed from inventory to be sent back to manufacturer. Requested credit from supplier, as well as an evaluation report. Acknowledgement letters received.